Manufacturer narrative:
This report has been identified as event 5 of b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
Event 5: as reported by the user facility (translation of user facility information by bbm sales organization in the (B)(6)): catheter slips out of perifix connector.